Manufacturer narrative:
The pump was received with a blank display due to an unlocked keypad connector on the lcd board. The pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 275 mg/dl at the time of the incident. Customer was using a duracell aaa battery. Customer stated that the battery went dead in the pump. When the customer inserted a new battery in the pump, it would not power back on. Customer stated that he has tried about 4 batteries with no resolution. Customer stated that after troubleshooting, the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.